Event description:
It was reported that balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 6.00mm/2.0 cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheric pressure for 60 seconds upon third inflation. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient is good.